Event description:
It was reported the patient was having back pain where the implant was. It started whenever he had colon cancer which was about a month prior to the report. It was noted everything worked up until the surgery. Surgery was done and took part of his intestines out. He was bruised on the inside from taking three feet of intestines. He wasn¿t sure what happened but when he got home it wouldn¿t charge. He told the facility that he had a unit in his back when they wanted to do an x-ray and MRI but they did it anyway, and he was now wondering if the MRI did something to his device but he didn¿t know if it affected he unit. The MRI was not related to the implant. A liver scan was done and he wasn¿t sure if anything blew a circuit or not. It was noted he had charged about a month ago but it had been dead for about a month. The patient and his son were trying to charge it up but were not getting a connection, and he wasn¿t scheduled to see his healthcare provider (hcp) for another month. It was reported there was a problem with the patient programmer (pp). The patient was getting no communication with the pp. Troubleshooting regarding recharging was limited due to lack of access to product and/or patient, but the patient was going to call back once his son was there to help. The patient was unable to twist around as he just had his intestines removed and was having pain so he needed help with the charging system. It was reported he was experiencing pain in his stomach and back, and had been on his back quite a bit because of a hernia. He couldn¿t lay on the right side because that¿s¿ where his surgery was. He hadn¿t healed yet from the surgery and it may take up to three months. He was concerned the battery would leak internally. It was noted he had been keeping the unit charged but was in a state of shock and had forgotten things since he had cancer. The patient reported that his system had not been checked since all of this. Overdischarge and discharge were reviewed with the patient. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the patient had colon cancer and had many tests done. Since having tests, the therapy was not working and therapy had been off since (B)(6) 2014. Since the implant had been off, the patient was ¿feeling real really bad¿ and was wondering if the battery was leaking in their back. The patient felt sick, nauseous, and run down. They could not get the stimulator to work since having tests done. The patient had lost a lot of weight. The healthcare provider (hcp) knew the patient was sick. The hcp didn¿t have anything to do with the stimulator. The hcp tried to get the device to work but could not get it to work and nobody knew anything about the device. The patient reported the implantable neurostimulator (ins) ¿was really killing him.¿ there were symptoms and the patient noted it was pressing on their nerve. The patient was seeing the hcp office on (B)(6) 2015. The only thing in the note was the patient a complaint stating the stimulator was not working and they couldn¿t get it to charge. The patient had not had the device checked by a manufacturer representative. There had not been any indication the device was checked and the hcp did not remember seeing the rep at the office. There was no assessment of the issue documented in the note or if anything was done. The patient was scheduled to come back to the office (B)(6) 2015 for another visit. It was reported that it needed to be removed; the battery was no longer charging. Information regarding the explant and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 3776-45, serial# (B)(4), implanted: 2010-(B)(6), product type lead. Product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 37752, serial# (B)(4), product type recharger. Product ID 3776-45, serial# (B)(4), implanted: 2010-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).